Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. The customer's blood glucose level ranged from 200-400 mg/dl. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate.